Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery estimation on the implantable pulse generator (ipg) was inaccurate. High thresholds were also noted on the right ventricular (rv) lead. The ipg was reprogrammed and the lead and ipg remain in use. No patient complications have been reported as a result of this event.